Event description:
New information received notes that the lead was capped and replaced.

Event description:
It was reported that externalized conductors were observed. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.